Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue; moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on examination, the pump had visible moisture in the battery compartment. A leak test was performed and revealed a moisture leak at a crack along the side of the battery compartment. The pump was unable to be powered on for investigation. The pump download was not possible. The pump was opened for investigation and revealed moisture inside the pump affecting the display screen, the display screen connector, the printed circuit board and the force sensor unit. Investigation confirmed the allegation of a blank display screen with moisture inside the pump.